Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that a fracture was present at the tip of the screw and showed signs of stripping on the spiral threads. Additionally, a second screw head was returned with the case. The three total parts of the case are a screw head, another screw with head and body, and a screw end tip. The cause of this event is undetermined. The most probable causes for this include improper bone prep, misaligned insertion, prying leveraging the device during insertion, and/or shallow driver engagement depth.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery during the insertion the device broke into three pieces. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update on (B)(6) 2022. It was confirmed that all fragments were removed from the patient and the surgeon used a new screw of the same reference to complete the surgery successfully.